Event description:
It was reported, the doctor was performing a breast biopsy and was attempting to take a second sample and didn't receive any sample when the cutter came back to home. The customer checked the probe, changed the vacuum set and probe, and checked the cabling. When the customer removed the cabling from the unit, the customer noticed one of the dc motor adapters for the blue connector was broken off. The customer contacted their sales rep, attained the sales rep's demo unit and the doctor completed the case with no pt consequence. The case was extended by two and one half hours.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.